Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer's blood glucose level had been as high as 438mg/dl, and as low as 12mg/dl. The customer treated the high with the pump. The customer treated the low with glucose tablets. The customer is unsure of reason for highs, but attributes the lows to having had cranberry martini. Troubleshoot was conducted. The customer was advised to monitor the device and call back if issues persist.